Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the front panel flashing could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The instrument could not be repaired onsite and needed to be sent to the olympus repair center for repair. The customer did not return the device yet. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had light with low intensity. During onsite servicing, the field service engineer noted that the front panel was flashing. Lamp replacement was disassembled and cleaned internally. The endoscope connector was also cleaned and reconnected to processor; however, the issue persisted. This report is being submitted for reportable malfunction that was found during onsite repair of the device. There were no reports of patient harm.